Event description:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change to fully black. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change to fully black. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was not locked. The plug was partially deployed, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be completed because the unit was received in a partially activated condition. Nevertheless, a complete guard lock was achieved, followed by full deployment lever actuation, which resulted in the expected complete plug deployment. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device, as the window was received in full transition. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, it was noted that the cowling guard of the device received was not locked and the deployment lever was partially depressed with the plug partially deployed. During analysis the cowling guard was locked, the deployment lever was fully depressed and the plug was completely deployed. Additionally, no anomalies were noted in the internal mechanism. As stated in the instructions for use (IFU), ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. Additionally, the incomplete depression of the deployment lever partially deployed the plug. As stated in the IFU, ¿press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly.¿ as warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 6f exoseal vascular closure device (vcd) did not change to fully black. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will not be returned for evaluation.